Event description:
The customer reported that after prime, the unit was sitting idle when all of a sudden, it quit counting. The unit did not respond to any buttons being pushed; it appeared to be locked up. The user powered the unit off then on again and pressed resume case. After 5 minutes and 30 seconds later, the unit locked up again. The user powered the unit off then on again and the unit would not pass diagnostics. Another unit was used to finish the case. The unit will be returned to quest for further investigation. Serial number is currently unk.